Manufacturer narrative:
Pump passed displacement test, operating currents, self test and off no power test. No unexpected low battery alarm and no unexpected off no power alarm noted. Pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received with broken belt clip slot. Unit received missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's blood glucose was unknown. It was reported that the customer received a low battery alarm prior to an off no power alarm. The low battery alarm occurred within 24 hours after the off no power alarm. The customer stated that the battery was fine. The customer stated that they used energizer batteries and that the anomaly occured for the first time. Asked customer to return the insulin pump for analysis. Nothing further reported.